Event description:
The customer reported the k-lever unit (forceps elevator) was not working properly. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the acoustic lens surface was damaged, which resulted in a gap on the acoustic lens surface. This report is being submitted for the malfunction found during evaluation of the device (damaged acoustic lens). The customer later reported that on two occasions, when removing an olympus puncture needle from the subject device, the needle snagged and it seemed as if it had to be pulled over a ledge. The customer thought there may have been a connection between the scope issue and the needle issue.

Manufacturer narrative:
In addition, during inspection and testing, service confirmed the customer's reported issue (forceps elevator not working properly), which was found to be caused by a deformed forceps elevator wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the acoustics lens surface was damaged, due to the probe unit pink rubber being cut. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the gap of adhesive on the distal end of the acoustic lends was, due to the forceps cover glue peeling. Unable to determine, if the damages are from stress or handling of the device, or some other factors. The following is included in the instructions for use (IFU): ¿chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section. And the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. Olympus will continue to monitor field performance for this device.